Event description:
While attempting to defibrillate a patient the device would not allow discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.